Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently unresponsive. The customer confirmed the pump display turned on when plugged into a power source. Additionally, the customer alleged the pump suspended insulin with no known cause. Tandem technical support reviewed the pump data logs and found that the pump suspended insulin for an unknown cause. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.